Manufacturer narrative:
The insulin pump passed the displacement accuracy test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was over delivering and under delivering. Customer's blood glucose was 70 mg/dl and over 600 mg/dl. Customer had symptoms of high blood glucose; customer was throwing up and not feeling well. During troubleshooting, it was found that time was not correct on pump. Insulin pump received no alarm during displacement test. Customer was advised that insulin pump would need to be replaced.